Event description:
Reported event of 3 cases of "rupture" from journal article: "longitudinal ultrasound study of breast implant rupture over a 6-year interval," volume 00, number 00, month 2015, p 1-5. Side unspecified. Treatment has occurred.

Manufacturer narrative:
.